Event description:
It was reported by repair work order that the lift would drift due to worn nylon glide lift nuts. It was also reported that the ground pin was damaged on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as it was originally reported there was an issue with the power cord. However, the investigation did not confirm this event. The executive summary has been updated to reflect the results of the investigation.

Event description:
It was reported by repair work order that the lift would drift due to worn nylon glide lift nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.